Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured before the procedure. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. The device was not inspected prior to use. The mynx vcd was prepped according to instructions for use (IFU) instructions. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was vessel moderate tortuosity and moderate presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured before the procedure. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. The device was not inspected prior to use. The mynx vcd was prepped according to instructions for use (IFU) instructions. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was vessel moderate tortuosity and moderate presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. Additional information was requested but not provided. A non- sterile ¿mynxgrip tm vascular closure device 5f¿ was returned inside of a clear plastic bag. The unit was inspected observing that the shuttle is engaged to the black handle. The stopcock is open. The sealant is in the manufacturing position. Nor the syringe neither the procedure sheath was returned for analysis. The balloon and the inflation lumen are saturated with saline solution. No other outstanding details were observed. Inflation/deflation test was performed injecting water on the returned device to ensure the balloon functionality according with instructions for use. However, due to the saline solution saturation on the balloon and on the inflation lumen, it was not possible to inflate it. The balloon was inspected using a vision system to obtain a magnified image. The rupture on the balloon surface was confirmed. The failure reported by the customer as ¿balloon~balloon loss of pressure at prep¿ was confirmed. An axial rupture was observed on the balloon surface. Based on the information available for review, it is difficult to determine what factors may have contributed to the burst experienced by the customer. However, handling factors are possible. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.